Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, it was found that the foreign material was a piece of suction valve stuck inside the cylinder. It was not confirmed whether reprocessing was conducted in accordance with IFU. However, it was confirmed that this endoscope has not been used for procedures since the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope; inspection of the air/water and suction valves.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, brush passage clogged, control knob movement play, light guide lens chipped, angle rubber glue cracked, insertion tube snake, suction flow clogged, light guide tube buckled, and scope connector dented/scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis exera iii colonovideoscope, the scope suction button was found stuck. It was reported that the scope was only used up until an unknown diagnostic procedure when the suction button became stuck and after that, the scope was reprocessed and prepared to send out for evaluation/repair. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.